Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the leak on the reservoir and infusion set tubing. The customer stated that when he tried to give himself insulin, the insulin kept came out at the end of the tubing it looks like there was no air bubbles or leaks and unsure why it continues to drip. No harm requiring medical intervention was reported. Customer was unsure if leak was past first or second o ring. The reservoir will not be returned for analysis.